Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors were tightened. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error message during boot up, and an image does not display after performing fluoroscopic x-ray. No pt injury was reported.